Event description:
It was reported that a patient underwent a idiopathic ventricular tachycardia (idvt) ablation procedure and after mapping with the optrell¿ catheter in the left ventricle, it was removed from the body and a smarttouch® sf catheter was advanced into the body through the carto vizigo® sheath. They noticed a backflow of blood, then a small visible foreign object went through the hub valve of the sheath. The sheath was removed, flushed and they noticed the foreign object was a piece of the sheath rubber white stopper. The introducer was inspected and it was fine. The plastic end of the baylis versacross transseptal wire appeared deformed. No adverse patient consequence was reported.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 73000001 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).